Event description:
It was reported that this right ventricular (rv) lead shock impedance has increased and reached out of range measurements, calcification is suspected. Technical services (ts) was consulted and recommended testing options. This rv lead remains in service. No adverse patient effects were reported.